Manufacturer narrative:
There was no corrected data on the initial medwatch form. This should not be check marked on the initial form. The carefusion failure analysis lab evaluated the suspect faulty control printed circuit board from the user interface module where the reported issue was reproduced and isolated to a software application issue. This issue has been addressed with an internal investigation.

Event description:
The customer reported that the avea ventilator's screen went blank. There was no patient involvement at the time of the incident as it occurred during the pre-patient use performance checks.

Event description:
The avea ventilator screen went blank. No patient harm.

Manufacturer narrative:
(B)(4). The component was returned to carefusion manufacturing where the failure of the device was confirmed. The device was repaired and returned to the customer.